Event description:
It was reported that the customer was taken to the hospital and treated with an IV. Customer was released a week later on thanksgiving day. Customer was wearing the pump at the time of the hospital visit. Customer declined training on how to use the sensor. Customer does not want to wear sensors anymore. No further assistance needed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.